Event description:
Vns patient developed an infection at the pulse generator/pocket area after generator replacement surgery. Both preoperative adn intraoperative antibiotics were prescribed at the time of generator replacement surgery; however, postoperative antibiotic therapy was not prescribed. The patient had not undergone any surgical or dental procedures, or invasive monitoring either three months pre or post generator replacement surgery and is not implanted with any other devices. The patient reportedly irritated/scratched at the incision site. It was reported that the patient's wound had broken down and that the generator was eroding through the skin at the incision site. Both the generator and lead (excluding electrodes) were explanted. Oral antibiotics were prescribed (levaquin - 500mg daily for 14 days). The infection has resolved and reimplant is planned but not yet scheduled. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. It is believed that the patient's irritation of the incision site was a contributing factor to the infection event.